Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported the left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening device on the posterior side assessed as surgical impact opening (shell thickness within specification). Cyst-ndr: not applicable as the event is not related to the device. Additional observations: creases are observed. Nick is observed assessed as non-penetrating nick. No further actions are required as the device was implanted.

Event description:
Patient reported the left side rupture. Healthcare provider confirmed. Bilateral cysts reported on ultrasound not related to the device. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.